Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and it was found in normal condition, then, during the second visual inspection, reddish material was observed inside the pebax. An electrical test was performed on the catheter and it was found within specifications, however, the thermocouple values were found out of spec. A failure analysis was performed and it was found that there is an electrical intermittence on the tip area creating the temperature issue. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. Temperature failure is detectable in production, however, the wires can break during the procedure due to the manipulation of the device. This failure does not represent any patient safety impact. The root cause of the damage on the pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and a temperature issue occurred. It was reported that the thermocool® smart touch¿ bi-directional navigation catheter was not displaying any temperature readings at all on the generator which was set at power control mode with cut off set at 45. The thermocool® smart touch¿ bi-directional navigation catheter was changed and the issue resolved. There was no patient consequence. The reported ¿no temperature¿ issue is not MDR reportable since the potential that it can cause or contribute to a death or serious injury or other significant adverse event is remote. On 12/12/2018, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis indicated the device looks normal. On 01/08/2019, further analysis identified a ¿reddish material was found inside the pebax, no external damage was found.¿ the finding was assessed as not reportable since there is no risk to the patient. The integrity of the device appeared maintained and there is no evidence of exposed internal components, clot formation or sharp edges. On 01/09/2019, further analysis was performed including as canning electron microscope (sem) analysis. Sem showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax.¿ these findings were assessed as MDR reportable as a malfunction since the integrity of the catheter is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through sem analysis on 01/09/2019 and has reassessed this complaint as reportable.